Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the insulin pump had a constant tone and the buttons were not responding. The customer stated also that the time on the insulin pump was not advancing by more than one minute. Advised the customer to contact or visit an emergency room for back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.